Event description:
Report received of retrograde flow. The pump was received in the biomedical engineering department with an unsigned note that read: "blood was being sucked out instead of pushing IV in". There was no reported adverse patient effect. Though requested, there was no further information available.